Event description:
France. Allegedly, a patient developed left-breast pain and inflammation a few days after bilateral breast implantation. Due to suspected infection, the left implant was explanted and replaced on (B)(6) 2025. (Sn: (B)(6)).

Manufacturer narrative:
Infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009) the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005) ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005) several authors suggest that contamination of the prosthesis at the time of insertion may cause a subclinical infection, and thus stimulate a chronic inflammatory response leading to the development of clinically significant capsules (snell & brown, 2009; steiert, boyce & sorg, 2013; wong, 2006). Results demonstrate that there is a significant association between capsular contracture and the presence of bacteria on the implant (snell & brown, 2009), which calls for an improved surgical care and the development of implant surfaces that do not promote bacteria settlement on the implant (bronz & elberg, 2009; hvilsom et al., 2010). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection ¿ infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation5 . However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are more challenging to treat than infections in tissue without an implant present. If an infection does not respond to antibiotics, the implant may have to be removed, with replacement occurring only after the infection is resolved. As with other surgical procedures, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Tss symptoms occur suddenly and can include high fever (102° f/38.8° c or higher), vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should contact their doctor immediately for diagnosis and treatment if they experience these symptoms in addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental medwatch. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.